Event description:
The user reported that he has not heard with the device for the last 3 months (july 2022). X-ray imaging still needs to be performed. Re-implantation is considered when the new audio processor has been received.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However, a device investigation is necessary to confirm a root cause of failure. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user reported that he has not heard with the device since july 2022. Re-implantation is considered.

Event description:
The user reported that he has not heard with the device since (B)(6) 2022. The user was re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. The problems given in the recipient report appear to match the damage found. This is a final report.